Event description:
During a laparoscopy procedure, the surgeon observed a loose metallic object in the pt's abdomen. It was easily recovered and was identified as a small ring component of the forceps being used in the surgery. No pt complications occurred.